Event description:
Device expelled from pocket. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was received and analyzed. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated and all production steps were performed accordingly. In particular, the final acceptance test proved the device functions to be as specified. Upon receipt, the device was visually inspected, revealing no anomalies. The memory content of the device was inspected, showing a normal device function while implanted and in service. There was no indication of material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.